Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a knee arthroscopic procedure, the snare of the meniscus mender set was found broke off after introducing it into knee joint, the broken parts were removed from patient¿s joint using a grasper. This resulted in a non-significant surgical delay. The procedure was successfully completed with using a new mender back-up device and no further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image shows a box confirming the device information. This case reports, the breakage of the meniscus mender set after introduction into the knee joint. The broken parts were reportedly removed with a grasper. It was communicated that the patient¿s bone quality was normal. Per case details, the procedure was completed using a backup device and a non-significant procedural delay. The patient¿s current health status is discharged. Patient impact beyond that which was reported could not be determined. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. The complaint was not confirmed. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.